Event description:
The valve was explanted due to paravalvular leak which occurred secondary to an ascending aortic aneurysm.

Manufacturer narrative:
On 8 march, 1979, dr implanted a 25mm aortic st. Jude medical mechanical heart valve (model 25a-101). On 13 dec., 1996, another dr. Explanted this valve due to paravalvular leak, which occurred secondary to an ascending aortic aneurysm. A st. Jude medical coated aortic valved graft prosthesis was then implanted. The patient's postoperative health status was reported as stable. Information reviewed from the valve's device history record and the additional testing performed through the fer analysis laboratory indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation indicated the valve was a normally functioning prosthesis, and was not explanted due to an intrinsic valve defect. This was supported by the valve's device history record and additional testing performed at st. Jude medical heart valve div.. The cause of the paravalvular leak, secondary to ascending aortic aneurysm, remains unk, due to the fact st. Jude medical heart valve div. Has not received additional information which may have aided in this investigation. # pages = 2.